Event description:
It was reported, drill bit broke inside the patient. The tip was left inside.

Manufacturer narrative:
Additional information has been requested and if received, will be provided on a supplemental report.